Event description:
Lasik surgery didn't work out. I was over-corrected from near-sighted to severely far sighted. "Correction" procedure was performed four months later with little improvement. Now I have to wear corrective lens and get used to completely the opposite problem I had before lasik.